Manufacturer narrative:
Literature citation: kok, marlies m. Et. Al. (2016) ¿sex difference in chest pain after implantation of newer generation coronary drug-eluting stents ¿ a patient-level pooled analysis from the twente and dutch peers trials¿. Jacc: cardiovascular interventions, vol. 9 no. 6, 2016, pp. 553-561. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature that chest pain has occurred. The objective of this multicenter analysis of pooled data from the twente and dutch peers trials was to assess sex differences in chest pain after percutaneous coronary intervention (pci) with newer generation drug-eluting stents (des). At 1 and 2 year follow up women reported more clinically relevant chest pain. Drug-eluting stents used included the promus element everolimus-eluting stent and other non-bsc drug eluting stents. Patients were asked at 1 and 2 year follow up visits to indicate by multiple choice questionnaire whether they experienced chest pain and to what extent this chest pain had influenced their daily activity. Clinical endpoints of the trials is a composite endpoint of cardiac death, target vessel myocardial infarction or clinically indicated target vessel revascularization and stent thrombosis. Multivariate analysis demonstrated that sex was an independent predictor of clinically relevant chest pain. It was not indicated what patient outcomes were attributed to which type of drug-eluting stent.